Manufacturer narrative:
Description of problem or event: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 15may2019. No further follow-up is planned. Evaluation summary: a female patient reported that the cartridge holder of her humapen ergo ii device was broken. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient reportedly used the device since 2014. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a female patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30, 100 iu/ml), from a cartridge, via a reusable (blue) pen (humapen ergo ii), twice daily (20 units in morning and 20 units at night 20), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date in (B)(6) 2019, the frame of the cartridge was broken and the physician gave her a new one (product complaint (B)(4)/lot number unknown). Her family member told there was no need to dispose off the broken pen. On an unknown date, while on human insulin isophane suspension 70%/human insulin 30% treatment, her blood sugar was high, pre-prandial blood glucose was 11-12 (unit and reference range was not provided) due to which she was hospitalized on an unknown date. Further details regarding hospitalization and corrective treatment of the event was not provided. As of (B)(6) 2019, she had been discharged from the hospital. Outcome of the event was unknown. Treatment with human insulin isophane suspension 70%/human insulin 30% was continued. No additional follow up could be attempted since the reporter refused to be followed up via phone and did not have physician contact information. The operator of the humapen ergo ii and his or her training status was not provided. The general humapen ergo ii model duration of use and suspect humapen ergo ii duration were unknown but was started in 2014. The suspect humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer related the event with human insulin isophane suspension 70%/human insulin 30% treatment and did not provide relatedness between the event and humapen ergo ii. Update 03-may-2019: upon correction by the local affiliate of the information initially received on 28-apr-2019, regarding source of the case, however the information was already present in the case, no changes were made to case. Update 10-may-2019: product complaint number was received on 07-may-2019 from rcp. Pc was processed accordingly. No other changes were made to the case. Update 15may2019: additional information received on (B)(6) 2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(4) (EU/(B)(4)) device information for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Upon review, suspect device age was added to the device age field.